Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Review of an x-ray showed the screw backed out at the distal end of the construct. The intra-op CT provided was blurry which made it difficult to determine whether or not the screw was locked to the plate. The angle of the screw appeared to be within the specified angle of tifix, and the surgeon reportedly used the torque handle to lock all of the screws. No root cause could be determined with the information provided and without being able to evaluate the implants for signs of locking. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. Insitu.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a patient presented with a possible pyrenees screw back-out. The patient reportedly had an pyrenees screw back-out approximately 1 ½ months post-op. There are no plans to revise at this time as the patient is asymptomatic.